Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The noise could be reproduced with pocket manipulation and arm movements. The patient was not pacemaker dependent and paced less than 1 percent of the time. The lead would be monitored.